Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context.(B)(4)

Event description:
Same case as 2134265-2015-07458. It was reported that the tip of the rotawire broke off and remained inside patient's body. A rotablator burr and a 330cm rotawire and wireclip torquer were selected to treat the target lesion. During procedure, inside the patient, it was noted that the tip of the rotawire broke off. The physician used a stent to tack the wire up in place so it doesn't move. The procedure was completed with a different device. No patient complications were reported and patients' condition was fine.